Manufacturer narrative:
As reported, the sealant deployment button of a 6/7f mynx control vascular closure device (vcd) was too hard to press and could not be activated. The procedure was completed using manual compression. There was no reported patient injury. The user is mynx certified. A non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The tension indicator aligned with the markers on the handle halves before attempting to deploy. The product was not returned for analysis. A review of the manufacturing documentation associated with lot j2517401 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿button #1-frozen/locked¿ could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the product analysis, nor the information available for review suggests that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant deployment button of a 6/7f mynx control vascular closure device (vcd) was too hard to press and could not be activated. The procedure was completed using manual compression. There was no reported patient injury. The user is mynx certified. A non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The tension indicator aligned with the markers on the handle halves before attempting to deploy. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant deployment button of a 6/7f mynx control vascular closure device (vcd) was too hard to press and could not be activated. There was no reported patient injury. The device will not be returned for evaluation.